Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted revealed a set of sheared teeth on the first row of the firing rack. Pmv performed functional testing which included the instrument was successfully loaded with an endo gia* roticulator* 60-3.5 sulu ((B)(4)). After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during the esophagectomy procedure, the device could not fire after clamping. Both the stapler and the staple were replaced to continue the procedure.